Manufacturer narrative:
The authorized service provider (asp) while trying to do a software update at the service facility resulted in the device being stuck in a loop. The som printed circuit assembly was replaced, and the device returned to full operation. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was som module. The reported problem was confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that during the software upgrade from 2.00.21 to 2.00.32, the device remains frozen in a reboot loop. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.